Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while seating the affixum patella using the clamp the top of the spin down was snapped off. The flat handle was broken off at the connection between the threads inside of the flat handle. Pliers were used to unwind the clamp from the patella. All pieces were removed, and no further information is available at this time.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, "it was reported that while seating the affixum patella using the clamp the top of the spin down was snapped off. The flat handle was broken off at the connection between the threads inside of the flat handle. Pliers were used to unwind the clamp from the patella. All pieces were removed, and no further information is available at this time." The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the att patella clamp por was found broken at the threaded rod. The broken fragment was returned for evaluation. Upon evaluating the attune cementless patella clamp, the t-handle was confirmed broken. The fracture characteristics are consistent with torsional overload from over tightening the clamp while securing the patella. No evidence of material or manufacturing defects were found that could have contributed to the initiation or propagation of the fracture to failure. Per the attune fixed bearing porous knee surgical technique (103734217) pages 72-74, the surgeon is instructed to use one hand to position the clamp centralized over the implant and in the correct alignment, while using the other hand to slowly rotate the t-handle clockwise while observing uniform seating of the implant until full seating is achieved. Full seating is achieved when the metal surface is in direct contact with the bone, however, when the patella is fully seated, there may be a slight gap between the polyethylene back and the surface of the bone which is acceptable. Using two hands or excessive torque may indicate an issue with the bone preparation or seating alignment and could cause damage to the instrument (as observed with the returned broken t-handle) or bone. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the att patella clamp por would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3